Event description:
It was reported by the doctor that this patient was hospitalized with pneumonia. No other relevant information has been received to date.

Event description:
The neurologist stated that the pneumonia was not related to vns but is believed to be related to aspiration. No other relevant information has been received to date.